Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse evaluated the instrument and performed service method testing for server 1, which failed mix and overmix tests. The cse replaced sample 1 probe (s1) mixer assembly. The cse performed probe alignment, after which passed quick check and mix tests. The cse ran calibration, which passed. Then the cse ran quality control (qc), resulting within range. The cause for the discordant, falsely low glu result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.